Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that she feels stimulation on her right side, but doesn't feel stimulation on her left. Pt confirmed that she has b I-lateral stimulation, and she should have coverage on both sides. Pt states that group a had one program available, and that she felt stimulation on her right hip. Pt states if she increases stimulation high, she feels stim down her leg, but noted that her stimulation has to be high. Pt states that the only other available group was group b that had one program available. Pt states she feels stim on her right side again, and if she increases the stimulation high, she feels a shock on her right side, and very light stim on her left side. Pt states she has met w/ the mdt rep arun in the past for reprogramming and was told that she has a lot of scar tissue. Pt states that the therapy only works intermittently, she felt stimulation all the time w/ her previous ins, and she had a head trauma in 05.